Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On unreported dates, the patient was hospitalized for the event and the patient began treatment for the peritonitis with penicillin (dose, frequency and route was not reported). On an unreported date during hospitalization, dianeal therapies were discontinued. On an unreported date, the peritonitis was resolved and the patient was recovered from the event. No additional information is available.